Event description:
It was reported that the system 9600+ had a "charge failure" error upon initialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an eval over the telephone. The malfunction was verified. The battery pack, battery charger circuit board, and x-ray generator circuit board are on order and will be replaced. No further problems are anticipated following the replacement. A follow up report will be generated if add'l info becomes available.